Event description:
The customer reported that the filter of the endoscope reprocessor used in combination with the rhino-laryngo videoscope had not been replaced since october 2021. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the rhino-laryngo videoscope that was used with the endoscope reprocessor.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the users usage differed from that suggested in the device instructions for use (IFU). The following is included in the IFU: "replace the water filter at least once a month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.